Manufacturer narrative:
The hill-rom technician evaluated the bed and found the fluidization was not working properly. He swapped the unit out for the account, so they could continue use. The patient was receiving treatment with a wound vac. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
Hill-rom received a report from the account stating the patient had a pre existing stage 3 wound that worsened. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).